Event description:
I received restylane injections in 2006. I have multiple open and closed skin lesions on my face, neck, hands, and forearms. I have not been able to work for over two years. I have had infections and auto immune problems I have been treated for depression unsuccessfully. My marriage of 2006 is failing due to my health problems and disfigurement of my face and hands. I isolate myself inside our apartment and no longer socialize with friends or family. Frequency: once. Diagnosis or reason for use: dermal filler. Event abated after use stopped: no.